Manufacturer narrative:
Examination of the returned device confirms damage to the locking tab. The damage is consistent with poor alignment of the insert during attempts to assemble into the tibial tray. A search of the complaints databases finds no other reports against the product and lot code combination since its release to distribution. Additionally, research using the (B)(4) system indicates several other devices from the reported lot have been delivered and are assumed successfully implanted as no other reports have been received. Review of device history records finds no related manufacturing deviations or anomalies. The root cause is attributed to user technique/error. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
During the operation, it was impossible to impact the insert on the tibial tray.